Manufacturer narrative:
The insulin pump passed the self-test, active current measurement, rewind test, basic occlusion test, occlusion test, force sensor test, displacement test, prime and seating test. No unexpected replace battery now alarm noted. However, unexpected replace battery alarm noted in the pump history due to connector resistance. The loaded voltage display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on electric board. The insulin pump was monitored and functioned properly. The device was received with high sleep current measurement, problem isolated to the electronic board. The insulin pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, cracked case behind the battery compartment and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed replace battery now alarm without low battery alert before. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.